Event description:
It was initially reported that the pt had high lead impedance on diagnostics performed. The pt was referred for x-rays and revision surgery. Clinic notes received dated (B)(6) 2010 also indicated that the pt was having difficulties tolerating phenobarbital since following the addition of phenobarbital, the pt began to have an increase in seizures. He was having 3-4 gtc seizure per day to 6-8 gtc seizures per day. He was also said to be restless, exhibiting self-injurious behavior and wasn't sleeping. His phenobarbital was decreased and since then his symptoms have improved significantly. His seizures have decreased to 3-4 gtc seizures lasting 1 minute each. The pt's lead and pulse generator have been returned to the MFR for analysis, which has yet to occur. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.